Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt266 infant dual heated evaqua2 breathing circuits from the medical center. We will provide a follow-up report once we have received the complaint devices and completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the collar of the expiratory limb of an rt266 infant dual heated evaqua2 breathing circuit was found cracked during use, causing the breathing circuit to leak. This was observed on three rt266 infant breathing units. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: three rt266 infant dual heated evaqua2 breathing circuit expiratory limbs were returned to fph in (B)(4) and were visually inspected. The expiratory limbs of devices 1 & 2 were returned with swivel and elbow assembly. All returned expiratory limbs could not be pressure tested as the customer had cut the inspiratory and the expiratory limbs. Results: visual inspection revealed that the proximal connector collar was cracked on all three complaint expiratory limbs. There was no visible damage noted to the swivel, elbow and tubing of devices 1 and 2. Further inspections showed that there were yellow secretions on the expiratory limbs of devices 1 and 3. A lot check was not performed as lot information was not provided. Conclusion: based on the nature of the observed cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after a period of use, which suggests that the complaint breathing circuits became damaged after the products were released for distribution. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." The user instructions also state the following: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the collar of the expiratory limb of an rt266 infant dual heated evaqua2 breathing circuit was found cracked during use, causing the breathing circuit to leak. This was also observed on two other rt266 infant breathing circuits. No patient consequence was reported.